Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed both ts remain on the delivery needle. The needle is soiled with human matter at the needle tip. Device was functionally tested using a rubber meniscus model for proper actuator advancement and cycling, each t deployed as intended. An exact root cause cannot be determined with confidence, however, factors that could have contributed to the reported event include: pathological conditions in the soft tissue that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a knee procedure, the anchors t1 and t2 deployed. Backup device was available to complete the procedure. No delay and no patient injuries were reported.